Manufacturer narrative:
Blood was observed on the adhesive pad. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The device was returned with the cannula fully deployed and the pink slide insert was visible through the viewing window. The download data shows that the device ran 676 pulses. No damages or defects were found with the needle mechanism that would cause the needle not to retract. In addition, the formed needle and bottom housing were inspected for damages and manufacturing deficiencies that could cause bleeding or bruising, and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract, and site was bleeding after wearing the pod on the abdomen between 4 and 24 hours, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected.